Event description:
It was reported that when the patient presented in clinic for follow-up the right ventricular lead exhibited noise, a decrease in r-wave amplitudes, and a high capture threshold. The physician planned to replace the lead but elected not to after fluoroscopy revealed occlusion in the both right and left subclavian veins. The lead remains implanted and no action has been taken. The patient was in good condition following the event.